Manufacturer narrative:
(B)(4). The initial report for this event was submitted with an incorrect MFR report number. The initial report is being re-submitted with the correct MFR report number.

Event description:
It was reported that the patient presented remotely via a merlin.net transmission, no patient symptoms were noted. Review of the transmission revealed episodes of non-sustained rv oversensing caused by consistent loss of ventricular capture. High pacing lead impedance was also noted. The lead was capped and replaced. No adverse effects to the patient were noted.

Manufacturer narrative:
This supplemental report is to correct the previously reported information on MDR-2016-37895 for the lead. Lead was capped on (B)(6) 2016.

Event description:
Lead was capped on (B)(6) 2016.